Manufacturer narrative:
Concomitant product: cook oasis one action stent introduction system (oa-8.5), conmed duraglide stone removal balloon. Investigation evaluation: our evaluation of the first wire guide could not confirm the report. A thin line on some of the silver markings on the first wire guide that was returned in the wire guide holder appears to have rubbed off against something. The wire guide holder appears to have been flushed with water/saline. No rough surfaces or kinks are found along the wire guide. None of the wire guide coating appears accordion/frayed and none of the core wire is exposed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Our evaluation of the second wire guide confirmed the report. The second wire guide was lodged tightly in the oa-8.5. In order to access the distal tip of the wire guide, a portion of the oa-8.5's catheter was cut. The wire guide and oa-8.5 stent introducer both contain an unknown yellowish residue. The coating separated at the joint exposing bare core wire from 18.8 cm to 26.6 cm and the coating has folded back over itself toward the distal end. The middle section of the wire guide is still lodged in the oa-8.5. The core wire is exposed on the body of the wire guide between 164.5 cm to 172.2 cm from the distal end and the coating has frayed and accordioned toward the proximal end. A small section of the core wire is also exposed between 223.5 cm to 224.6 cm from the distal end and the coating has also frayed and accordioned toward the proximal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. While performing the evaluation, a kink was noticed at the distal tip at approximately 4.5 cm. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The sub assembly device history record for the lot number of the wire guide said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precautions the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook acrobat calibrated tip wire guides. The wire guides shredded when deploying a cook oasis one action stent introduction system (oa-8.5). The wire guides were removed and another manufacturer's wire guide was used.